Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; no anomalies found with the analyzer. Product ID: 5054 lead, product ID: 2067 radio frequency head. (B)(4).

Event description:
It was reported the analyzer attached to a programmer was producing vs (ventricular sense) events rather than allowing testing of atrial sensing with a pace/sense lead. It was also reported using analyzer to test sensing and pacing on the pace/sense lead, every time the lead was hooked to the analyzer vs markers were seen everywhere with no indication of atrial sensing. Switched to a different programmer and tested without issue. The analyzer was returned for repair. No patient complications have been reported as a result of this event.